Event description:
It was reported that the patient could not inflate an inflatable penile prosthesis (ipp) leading to a surgical procedure in which the existing ipp was removed and a new tactra penile prosthesis was implanted. It was also mentioned that the device was very old and the patient had manual dexterity issues. No information was provided about the patient's outcome.